Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the plastic distal end cover had a burn and residual liquid came out of the channel tube. In addition, e315 unsupported scope error occurred due to corrosion on endoscope connector. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the plastic distal end cover was burnt, and the residual liquid came out of the biopsy channel were caused due to external factors or handling. The unsupported scope connection error e315 was caused due to damage to the image sensor unit (e.g., disconnection) or failure of mounted parts (integrated circuit chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. However, a root cause could not be specified. The instruction manual states the inspection method associated with the event, plastic distal end cover burnt, in "chapter 3 preparation and inspection 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.